Event description:
Complaiant alleged that while attempting to monitor a patient (age & gender unknown) in cardiac arrest the device was unable to obtain an ECG signal with leads or multi-function cable. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.